Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 384021 and lot number 4346753. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
The following information was provided by the initial reporter (case 2): I am a nurse practioner at xxxx. I need to report a problem with your introsyte-n precision introducers. Ref number 384021. Lot number 4346753. I have had two separate occasions with two separate patients where the wing breaks off before the sheath is peeled away leaving the catheter trapped inside. This is not a case of lack of experience. I have been inserting PICC lines for 25 years. Xxx customer response on 20-aug-2025. The first event happened on (B)(6) 2025. No harm to the patient. The second event happened on (B)(6) 2025. No harm to the patient. I was told that the defective introducers, along with the unused introducers with the same lot number, were returned to the company by (B)(6). In both cases the catheter was in place and the wing broke off while attempting to peel the introducer back to remove it. It was very difficult to remove the introducer without dislodging the catheter or damaging the catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.